Event description:
It was reported that noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. Rv lead damage was suspected, but not confirmed. The patient is not pacemaker dependent. The device was reprogrammed to resolve the event. The patient was in stable condition.